Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The image was tested in multiple environments and found no anomalies. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the reported phenomenon occurred temporarily due to poor contact caused by adhesion of foreign material between the system and the connector contact part.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image became invisible due to noise that caused the image to undulate in the horizontal direction. The intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.